Event description:
Reportable based on returned device analysis completed on 04oct2022. It was reported that a failure to deploy the proximal filter occurred. A sentinel cerebral protection system (cps) was selected for a transcatheter aortic valve implantation (tavi) procedure. The proximal filter was initially deployed, but was not well positioned. The proximal filter was recaptured. When attempting to re-deploy the proximal filter, the proximal filter would not deploy from the sheath. The sentinel cps was successfully removed from the patient. However, the returned device analysis revealed that the proximal filter on the sentinel cerebral protection system was torn.

Manufacturer narrative:
Device evaluated by MFR.: the sentinel cps was returned and analyzed by a bsc quality engineer. Visual analysis revealed a slightly flexed articulating distal sheath (ads), sheathed proximal filter, unsheathed distal filter, and visible blood residues through the handle of the sentinel cps. A functional test was performed and found that before flushing the sentinel cps, the proximal filter was unable to be unsheathed using the proximal filter slider (#1). After flushing the sentinel cps, the proximal filter was still unable to be unsheathed using the proximal filter slider (#1) and the sentinel cps was left soaking for 24 hours. Following soaking the sentinel cps, the proximal filter was still unable to be deployed. A dissection test was performed using scissors to create a transversal cut on the distal part of the outer shaft. The proximal filter was found to be torn via microscopic inspection following the dissection test and deployment of the proximal filter. A protruding braid was noticed in the inner shaft of the sentinel cps via x ray analysis. Excessive dry blood was also observed in the inner shaft of the sentinel cps.